Event description:
A hospital reported to our distributor that the rt131 infant breathing circuit swivel adapter is becoming disconnected at the y piece. No pt consequence was reported.

Manufacturer narrative:
The infant breathing circuit is being sent back to fisher & paykel healthcare. There is no info on this to date. Results - no eval has been done pending the return of the device. Conclusions - info is insufficient at this time to make a conclusion.